Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that station had been extremely slow and became unusable due to significant delays. A technical support specialist (tss) checked the drive space and confirmed there had been sufficient free space with no alerts in remote smart service. The tss ran operating system disk cleanup, defragmentation, and group policy updates successfully. The system file checker found and repaired corrupted files. Operating system updates were checked the last update. Update was installed, which took over an hour. The system file checker was run again, and no issues were found. The customer confirmed the system was performing as expected and approved case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es station was very slow. The customer reported that there was a delay to the patient's workflow as customer took around 5-10 minutes to able to login or do anything. There were no adverse events or injuries reported based on this incident.